Event description:
ICU pt hemodynamically unstable on dopamine and levophed. During ongoing infusion alaris pump malfunctioned reading "communication error", requiring immediate replacement of alaris pump. Pump appeared to continue to infuse, however rn unable to read dosing or shut down pump, as it was not responding to controls.